Event description:
A sales representative reported that a male patient had a single level plf done in 2008 and developed a gram positive infection 10 days after receiving 1 unit of op-1 with 5 cc of calstrux as part of a single level plf. No migration was noted. Additional information has been requested. Additional information was received 02/01/2008. A wound culture was performed and revealed the infection to be gram positive staphylococcus aureus. The date of onset was 10 days later. The physician suspects the event is related to op-1 putty. The patient was returned to the or 4 days later for incision and drainage procedure (I & d) and placed on IV antibiotics (nos) for 6-12 weeks. The infection has not resolved as of 02/01/2008. Additional information was received 02/06/2008. The infection became systemic and the patient was placed on the following medications: ceftazidime 1 g. Nafcillin, 2 g IV. Vancomycin, 1g. Vancomycin, 1.5 g. Oral rifampin 150 mg.